Event description:
A pt service rep (psr) contacted zoll customer support to report that the response buttons on a monitor she received were not functioning properly. The psr received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor's programming buttons were not functioning properly. The cause of the improperly functioning programming buttons is corrosion on connectors j2007 and j2008 of the auxiliary board. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the corroded connectors. The last pt to use this monitor did not report any deficiencies.